Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray revealed that the lead had migrated. As such, surgical intervention took place where in the lead was explanted and replaced to address the issue. Reportedly, effective therapy was restored post op.

Manufacturer narrative:
DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria for each level build. Based on the DHR review performed, there is no indication there is an escape from manufacturing. Moreover, unit has not been evaluated by ppe. Conclusion the complaint of ¿lead migration¿ was not confirmed. This event cannot be confirmed through product analysis testing alone. As received, the lead a had a kink in the lead body where all the internal wires were broken. The reason for the event remains unknown.